Event description:
It was reported the screen is damaged (broken) at the top. Cannot tell which mode it is in. It was also reported the clips (rings and bails) on the back are missing and need to be replaced. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) has bleeding pixels. Analysis also found the lower case is broken. Side bail covers, ring cover, side bails, and ring bail are missing. Battery release and battery drawer are contaminated. Battery contacts are compressed. (B)(4).